Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the patient was receiving IV emend 150 mg/150ml bag and noticed the IV set was leaking where slide lock and the tubing lock are connected. No patient harm reported

Manufacturer narrative:
The customer¿s report of the IV set leaking was confirmed. During visual inspection no anomalies were observed. No leaks were noted during initial gravity infusion testing. When the tubing was occluded at the distal end, fluid started leaking from the distal end of the accuslide base. Under magnification the leak was observed coming from a crack 0.75¿ long running down the middle of the accuslide base. Pressure testing was performed and confirmed the leak. The root cause for the leaking was identified as environmental stress cracking after the sterilization process.